Event description:
Reportedly, when closing the pt, there was an air leak. When opening the pt back up they observed that the ta had never stapled. Used a second instrument and it worked fine. Procedure: lung resection.